Manufacturer narrative:
UDI: unavailable.

Event description:
It was reported that the clip fell and disengaged from trial. It also states that all broken pieces retrieved from patient. Nothing was left behind in patient.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.